Event description:
It was reported that the patient went to the emergency room due to not feeling well. A pericardial effusion was noted and pericardiocentesis was performed to drain the fluid. The patient's right atrial lead threshold was noted to have increased since implant. On fluoroscopy, the lead looked to be in the same location. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: rvdr01 implantable pulse generator (B)(6) 2013. (B)(4).